Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the investigation found the microcatheter returned with a stent detached in the hub, which is consistent with the condition described in the reported event. The stent was retrieved intact and loaded onto the returned pusher with the returned introducer for functional testing. The stent was unable to be advanced past the hub of the returned microcatheter, which is consistent with the reported resistance. However, the stent was able to fully advance through an in-house microcatheter without resistance. Further investigation of the returned microcatheter found ptfe damage and exposed braid protruding into the lumen at the hub transition, which would have caused the reported resistance. The physical evaluation of the device could not identify the conditions or circumstances that led to the exposed braid, but this condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated. The physical evaluation of the device could not identify the conditions or circumstances that led to the ptfe damage, but this condition is consistent with attempting to advance an ancillary device into the microcatheter with exposed braid.

Event description:
It was reported that during preparation for a cerebral aneurysm embolization procedure, during stent progression, resistance was observed in the device as it passed through the microcatheter. After reinsertion of the device into its introducer sheath, the stent spontaneously released itself from the microcatheter hub. The products were replaced, and the procedure was successfully completed. When the device was received and analyzed, the microcatheter exhibited an exposed braid protruding into the lumen at the hub transition.